Manufacturer narrative:
The pump will not be returned to the MFR for evaluation, as the pump was not explanted from the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 37 months post implant, it was noted that the pt had a driveline infection. The pt went into septic shock, experienced respiratory arrest and subsequently expired.